Event description:
It was reported that when using the bd pyxis¿ anesthesia station es touchscreen displayed a black screen with a blue password prompt, preventing access to the system. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es touchscreen displayed a black screen with a blue password prompt, preventing access to the system. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen was stuck on black screen with a blue box indicating a password required. The field service engineer (fse) performed hardware test application after the diagnosis, and the customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer tested the device.